Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut which prevented the device from being removed. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
12/22/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.